Event description:
Facilities manager reports suction regulators continue to fail, possibly due to the age. Have repaired, rebuilt or replaced many over the years. The recommendation was to get a new brand. Currently replacing out with regulator by boehringer as needed.